Event description:
The patient reported blood glucose (bgs) over 500 mg/dl for two days. The patient reportedly administered correction injections, and her bg at the time of the call to animas customer support was 323 mg/dl. There were no reported signs or symptoms of hyperglycemia. Troubleshooting indicated that the patient had inserted a cartridge filled with air instead of insulin during a routine set change. The patient stated that she has poor vision. There is no indication of a product malfunction at this time. This complaint is being reported due to the patient's alleged hyperglycemic event caused by use error while using insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.